Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that their laboratory information systems (lis) was not properly transmitting results from the atellica sample handler prime. The customer printed the prostate specific antigen (psa) lab results report from the atellica and misread the report and hand entered the result incorrectly. The customer became aware of the error and provided corrected reports. The cause of the event is related to a use error. The instrument is performing as expected and within specifications. No further evaluation is required.

Event description:
The customer printed prostate specific antigen (psa) result reports from the atellica sample handler prime. The customer stated they incorrectly documented the results. The customer misread the printed reports, and the results they manually entered belonged to different patients. The incorrect results were reported and questioned by the physician(s). The customer performed a lookback and reported the correct results. There are no reports of patient intervention or adverse health consequences due to human error in documenting and reporting the incorrect psa results.